Event description:
It was reported that a thrombus formation occurred. An opticross¿ imaging catheter together with a non-bsc guidewire were selected for use, in order to perform an intravenous ultrasound (ivus) to an unspecified target lesion. They removed the opticross¿ imaging catheter after a successful intravenous ultrasound; however,after pictures were taken, it was then noted that there was some clot in the artery. Subsequently, the patient underwent for a surgery.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).